Event description:
A caregiver reported a sensor error message with the adc device. There was therefore no sensor readings available and the customer (child) subsequently became hypoglycemic and fell. An ambulance was called and customer taken to hospital where they were treated with 10 g glucose injection and 5% glucose infusion. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit was reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. Data was extracted using approved software and the sensor was in sensor state 5 (indicating normal termination). Observed deformed snap upon visual inspection of sensor plug. This causes poor connection between the rubber contacts and printed circuit board (pcb) contacts, which may cause the sensor plug to be unable to form a proper seal. An extended investigation has also been performed. Performed a visual inspection on the returned puck and found that one of the side locating snaps on the sensor plug appeared to be deformed, which prevented the plug from seating in the receptacle properly. The snaps serve to hold the sensor plug in the correct position in the sensor patch after assembly. This is to ensure electrical contact can be maintained between the sensor plug contacts and the pcba pad contacts of the sensor patch, as well as to maintain the seal between the connector and the pcba. The deformed snap prevented the customer from using the device as intended. Therefore, this issue is confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver reported a sensor error message with the adc device. There was therefore no sensor readings available and the customer (child) subsequently became hypoglycemic and fell. An ambulance was called and customer taken to hospital where they were treated with 10 g glucose injection and 5% glucose infusion. There was no report of death or permanent injury associated with this event.